Manufacturer narrative:
The real intelligence tracking camera, part number rob10025, s/n (B)(6), intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The shock sensor of the camera was activated; the sensor was subsequently reset and no further errors were present. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is improper handling of the camera. Care and caution should be exercised during setup and tear down to protect the camera from falls. Refer to the cori users manual for proper handling. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that, during assembly of the real intelligence tracking camera, the camera displayed the red blinking lights / fatal error. The camera will not connect or will not allow to do a diagnostic test or any demo cases. No case involved; therefore, there was no patient involvement.